Event description:
It was reported that the ilet did not charge when placed on the charging pad, and the issue was resolved through troubleshooting by confirming use of the beta bionics charging pad and wall adapter, verifying indicator light behavior, correcting device orientation, reconnecting power, trying a different outlet, and removing potential sources of electromagnetic interference; a goodwill replacement charging pad and wall adapter were provided, and a replacement ilet was planned due to ongoing user concern about charging reliability. Symptoms included no clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed user setup and environmental factors affecting inductive charging performance, with no evidence of a device malfunction of the charger once correct configuration and power source were used. It was concluded that the event was related to use conditions, with product replacement provided as a customer service measure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.